Manufacturer narrative:
Internal reference: (B)(4). This case was reviewed and investigated according to the manufacturer¿s policy. Facility declined to provide patient information. No information available. The implant or explant dates are not applicable to this device. Not applicable for this device. No information available. State/prefecture is (B)(4). Do not apply to this submission.

Event description:
This case was reviewed and investigated according to the manufacturer¿s policy. It was reported during a planned diagnostic peripheral procedure, inside the body, while passing through the lesion the image was lost. Another of the same product was used to successfully complete the procedure. There was no patient injury. The returned device was visually and microscopically inspected. The distal tip of the catheter was deformed and scratched. A portion of kapton was lifted near the the seam seal, the backing material beneath the lifted kapton was exposed, no missing backing material or kapton material observed. There were rigid edges of the kapton material lifted that appear to be rough. The probable cause of the distal tip damage could not be determined during the investigation. However, strain, impact, and forces associated with use can affect the integrity of the device. It could not be determined when the damage occurred. The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. This product problem is being submitted because the manufacturer¿s returned device had rough edges. There is a potential for harm if the malfunction were to recur.